Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a sponge prep stick. The customer states that while conducting a hysteroscopy/d&c, the sponge stick was removed but the sponge remained in the vaginal vault. The sponge was then manually removed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.